Event description:
Caller reported that pump quick bolus and wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed caller on proper pressing technique and advised caller to remove new pump case, which seemed to coincide with the onset of the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.